Manufacturer narrative:
Zimvie complaint number (B)(4). DHR review was completed for the subject lot number 1266009. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Sterilization record op# 120 ¿ str2 was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number 1266009 for similar events and two other complaints were identified (B)(6). Review completed utilizing keywords: infection. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. Please note that on previous report submitted on oct 20, 2023 g3 was indadverntly not filled out correct g3 for that report (0002023141-2023-02986) was oct 9, 2023. H3 other text : summary investigation

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the implant at tooth location #10. Was removed due to infection. Symptoms as a result of the event: pain.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: weight unknown / not provided. E1:last/given name unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.